Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the burning and soreness that were previously reported continued. The patient currently was in search of a doctor.

Event description:
It was reported the patient also experienced worsening urgency and frequency. The patient had been walked through adjusting their settings. The patient had greater than fifty percent symptom reduction and recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a burning sensation and pain at the stimulator site. The area was irritated. The patient did not feel stimulation. The patient was in a car accident five months prior to the issues starting. The patient¿s bladder was prolapsed due to child birth. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0d877, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).